Manufacturer narrative:
The subject device was returned for evaluation. It was confirmed the needle was disconnected from the pullwire. There were no loose components and the needle tip was within the sheath. The safety stop had worked as intended. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
A veran representative was on-site when the following event occurred. A 22ga needle (ins-5410 always-on tip tracked 22ga anso flexible needle) broke during the case and a new one was opened. The break was noticed when trying to get samples out of the needle. The needle would push out but not retract. They were working in the upper lobe of the lung and the physician stated that it wasn't easy to pull the needle out. The needle was inside the sheath after taking the first samples. The veran representative thought the needle broke when the physician pulled the needle out of the working channel. The intended procedure was completed with no delay. There was no injury to the patient or user as a result of the reported issue.